Manufacturer narrative:
The customer reported complaint of difficulty removing or placing the lifeband was confirmed during functional testing of the returned platform. The root cause was due to a stuck spring wave inside of the belt retainer disc caused by the accumulated sand particles and fluid preventing the disk move freely when compressed. The root cause was likely due to user handling in exposing the platform to the sand and water during the platfrom use. The autopulse passed the initial functional test without any fault or error. The fluid ingress was observed during a visual inspection of the returned autopulse platform. Corrosion and fluid damage was observed inside the top cover metalized coating and the channel die cast. To remedy the issue, the top was replaced. In addition, the drive train motor brake assembly was seized from corrosion. The corrosion was cleaned from the drive train motor brake housing area to address the damage. A drive train motor brake gap inspection was performed and verified within the specification. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform sn (B)(4).

Event description:
The device was used without any issue during the helicopter use rescue. However, after the call, the crew landed the helicopter on the beach where the autopulse platform was exposed to sand. As a result of this, the user experienced difficulty removing or placing the lifeband. No patient involvement.